Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the battery terminals were broken. Analysis did find that the lower case was broken and contaminated, the upper case was dented and contaminated, the battery release, battery drawer, o-ring and spring were contaminated, one bail cover was broken and one missing, the ring cover was missing, the battery contacts were compressed, one bail and the ring were missing, the keyboard was damaged and the main printed circuit board was out of specification. (B)(4).

Event description:
It was reported that the battery terminals on the external pulse generator were broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). This analysis found that a defective capacitor component caused the device to fail the battery removal functional test.

Event description:
It was reported that the battery terminals on the external pulse generator were broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.